Manufacturer narrative:
As the serial number is unknown, the expiration date could not be determined. PMA/510(k) is unknown as the model number was not provided. Device manufacture date cannot be determined because the serial number is unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Sex: female. If explanted, give date: na (not applicable) - to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient experienced symptoms of glare and halo with a 3mm fixed pupil size a few weeks after implantation of the intraocular lens. It was additionally learned that the patient experienced an increase in intraocular pressure one day post-op which resulted in a dilated pupil which has yet to constrict (as of (B)(6) 2014). It was further stated that patient symptoms of positive dysphotopsia was not attributed to the lens, rather the intraocular pressure.